Manufacturer narrative:
The device was returned. An evaluation of the returned device confirmed the customer allegation. The basket was found to be open. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the basket of the single use mechanical lithotriptor v unfolded rapidly while checking the opening and closing of a basket. The fine adjustment was not working and basket spreads at once. The issue occurred during preparation for use for an endoscopic retrograde cholangiopancreatography (ercp) procedure. The device was not used for the procedure and the procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to a1 and g2. Please see updates to a1, g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the event (basket unfolded suddenly) was caused by the biological tissue attached inside the sheath. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.¿ olympus will continue to monitor field performance for this device.